Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: patient initials and date of birth have been provided.

Manufacturer narrative:
The patient was experiencing pain. The surgeon aspirated the hip under ii (image intensifier) to rule out infection. No infection was detected. X-rays showed the stem had subsided. The patient required an anaesthetic on (B)(6) 2016 for the aspiration and then another anaesthetic for the revision surgery on (B)(6) 2016. Additional information received on 14 september 2016 from the initial reporter and includes: the revision surgery was completed successfully. On 23 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: subsidence of femoral stem in cementless tha at 1 year. Only one x-ray is available. The quality of the image is not very good and this may compromise the accuracy of the comments here below. The bone of the patient appears to be going through a rapid evolution, as it often happens to women in post-menopausal period, but no patient details are available. The femoral bone is markedly bowed, this may have deceived the surgeon at primary implantation and led to an undersized stem, although the surgeon is a great expert and this seems unlikely. However, no postoperative x-ray is available to support this hypothesis. A trace of heterotopic ossification is visible around the acetabulum, supporting the theory that some metabolic abnormal activity may be ongoing, but the ossification hardly has any relation with the subsidence. No conclusion can be drawn at this stage. Batch review performed on 28 september 2016. Lot 150151: (B)(4) items manufactured and released on 20 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 29 september 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha on the surface of the stem is still present on the whole stem. No bone can be noted on the surface of the stem. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
The stem had subsided. The surgeon replaced the stem.